Manufacturer narrative:
Analysis found that electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 10 ohms, red [w/white band] as low as 32 ohms but up to open circuit, blue as low as 35 ohms but up to open circuit, and blue [w/white band] open circuit. The resistance readings are out of specification. There were no shorts between circuits. The product instructions ¿ the silver trace is printed onto the tube and verified they do not contain smudges, cracks, scratches or voids that exceed 0.8mm2; an adhesive coating is applied over a portion of the silver ink trace; the clamp shell and wires are attached; loctite is applied to, and next to, the clamp shell. When viewed under magnification, there were a crack and voids in the conductive ink, from the clamp shell to the exposed electrical contacts. The cracks and voids directly correlate to the increased resistance and open circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when they were using a nerve monitoring device, there was a problem with the endotracheal tube and they experienced issues with the leads on the tube. They could not monitor the nerve response during a thyroidectomy procedure. The system was not receiving responses from the left or right side and the system was sounding. Troubleshooting was done and found right side was not working as it failed to receive any impulses from left side. The hcp discontinued to use the device and system for monitoring. The procedure was completed without use of the monitoring system and troubleshooting was not continued. There was a slight delay in the procedure due to troubleshooting. There was no patient impact and there was no re-intubation needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
(B)(4).